Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. Kinks were found in the catheter along with strain on cannula close to the motor housing. This confirmed the difficult delivery and use of force. The root cause of the delivery issues was determined to be patient condition as the physician mentioned that the patient's vessels narrowed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella 5.0 device for mechanical circulatory support. During implant attempt, catheter kinked. The pump was removed without harm to the patient.